Manufacturer narrative:
Nakanishi is still trying to obtain further information about the event including the patient information. On august 31, 2018, nakanishi received only a cartridge, drive shaft and dog clutch of the handpiece involved in the MDR event from distributor for investigation. Upon receiving these components, nakanishi conducted a failure analysis of the device (B)(4). These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device (B)(4). There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Due to the incomplete device being returned, nakanishi could not conduct temperature testing of the device. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: a) nakanishi performed a visual inspection of the returned inside parts and observed the following phenomena: the ball bearing on the cartridge's rear side was broken. There was debris on the other parts. Nakanishi took photographs of all of the parts and kept them in the investigation report #(B)(4). Conclusions reached based on the investigation and analysis results: nakanishi could not identify the exact cause of overheating of the subject handpiece because nakanishi was not able to replicate the temperature rise at the time of the event. However, nakanishi observed abnormalities in the returned internal parts in the visual inspection during the evaluation. Nakanishi did not identify the cause, but based on the finding during the evaluation, as well as many years of experience, nakanishi considers it is possible that the cause of the handpiece overheating was abnormal resistance due to the broken bearing during rotation caused by foreign material accumulated on the inside parts. A lack of maintenance causes the above situation, which will contribute to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to nsk europe and directed nsk europe to remind the user of the importance of maintenance, as instructed in the operation manual.

Manufacturer narrative:
Nakanishi took the following actions to obtain further information about the event including information about the patient, however no additional information was provided. - on august 22, 2018, nakanishi received an e-mail from the distributor stating that no additional information was available. - in september, 2018 (the exact date unknown), nakanishi made a phone call to the distributor. - on january 31, 2019, an e-mail arrived from the distributor, but no additional information was included.

Manufacturer narrative:
Nakanishi is now trying to obtain further information about the event including the patient information.

Event description:
On (B)(6) 2018, nakanishi received an e-mail from a distributor ((B)(4)) about a handpiece overheating. Details are as follows. The event occurred on (B)(6) 2018. A dentist was performing a dental procedure on a patient using the z95l handpiece (serial no.: (B)(4)). During the procedure, the handpiece head overheated and burned the patient's cheek.